Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the lead pin was inserted into the rv-corridor from the header. However, it was not possible to push the lead pin to the end of the corridor due to the ipg setcrew was completely screwed into the corridor, and it was unable to turn back the setscrew. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.